Manufacturer narrative:
The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom through the observation of door not fully latched messages during start-up of the device, corresponding to the reported symptom. Eval determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump would not detect a closed door. It was also reported that there was no pt involvement.